Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that when predilating, the occlusion in mid lad with the 2.0 x 12 mm voyager nc, the balloon burst at 20 atm. Prior to that, the same occlusion was predilated with another balloon successfully. No pt injury was reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the balloon catheter was returned with blood in the inflation lumen. There was contrast on the shaft, in the inflation lumen and in the balloon. The balloon was loosely folded. There was longitudinal rupture in the balloon at the distal taper extending proximally for a length of 8.5 cm. There was a .5 mm length scratch in the distal taper distal to the rupture. There was a kink in the hypotube 25.3 cm distal to the strain relief tubing. There were two kinks in the bayonet portion of the hypotube 10.5 cm and 11.7 cm proximal to the guide wire exit notch. There was no other damage noted to the balloon. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.